Event description:
It was reported that the pump was replaced on (B)(6) 2013 due to battery end of life (eol). Per the pump logs the estimated elective replacement indicator (eri) was 28 months. Examination of the patient on (B)(6) 2013 showed the patient had increase in pain; leg pain. The patient resolved without sequelae on (B)(6) 2013. The device system delivered morphine.

Manufacturer narrative:
Product ID: 8578, lot# n115777, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).